Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the (B)(4) device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device scissored clips. Another device was used to complete the case. There was no consequence to the patient.